Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead exhibited noise. The rv lead was initially capped on (B)(6) 2024, and later explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted that the rv lead was previously capped due to exhibited noise. The rv lead was explanted and replaced. Patient condition was stable.